Event description:
Literature was reviewed regarding sacral nerve stimulation leads to long-term improvement  in fecal incontinence and quality of life for children with  functional and organic defecation disorders. The following medtronic devices were used:  interstim system. Among patients adverse events/device product performance issues included: 1. Seven patients developed a wound infection, requiring removal and replacement in four patients, permanent removal in two patients, or debridement in one patient. 2. Four patients experienced pain or discomfort related to sns requiring repositioning of the device in three patients, or removal and replacement in one patient. 3. Two patients experienced pain or discomfort related to sns requiring lead replacement. 4. Five patients had a lack of response to sacral nerve stimulator (sns) that led to  repositioning of the device in three patients or permanent  removal in two patients. 5. Two patients had a lack of response to sacral nerve stimulator (sns) that led to lead replacements. 6. One patient with a negative gcbi score experience complications requiring two sns replacement surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID neu interstim ins, lot #: unknown, product type: implantable neurostimulator. Product ID: neu unknown lead, lot #: unknown, product type: lead. Product ID: neu interstim ins, lot #: unknown, product type: implantable neurostimulator. Product ID: neu unknown lead, lot #: unknown, product type: lead. Product ID: neu interstim ins, lot #: unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: neu interstim ins, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: neu unknown lead, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: neu interstim ins, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: neu unknown lead, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: neu interstim ins, serial/lot #: unknown, ubd: unknown, UDI #: unknown. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off label indication; see b5. D2/g4: please note that this device was used in an off-label manner therefore unknown PMA/510(k). Park, c.k., wang, l., koppen, i.j.k., alpert, s.a., diefenbach, k.a., wood, r.j. Et al. (2024). Sacral nerve stimulation leads to long-term improvement in fecal incontinence and quality of life for children with functional and organic defecation disorders. Neurogastroenterology & motility. 2024;00:e14865. Doi: 10.1111/nmo.14865 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.